Event description:
It was reported to the MFR that when user went to use the 15mm glidesafe handpiece, flames came out of the tip. We were advised that no one was injured.

Manufacturer narrative:
Device was opened and the internal electronics inspected. There was a moderate amount of deformation of the plastic around the contact points but no pitting that would have been consistent with a flame or prolonged exposure to extreme heat. Given the location of the char on the inside of the device and the limited clearance between the movable electrode tip and the outer clamshell, there is virtually no chance that there were flames coming out the distal tip as claimed in the original customer complaint. More likely, the user saw the evidence of the bright flash resulting from the normal sparking of the internal contacts through the translucent orange plastic at the distal tip and interpreted this as flames. The device found to be working when tested. There was no danger of pt injury in this case.